Event description:
The faradrive steerable sheath was selected for use during the pulse field ablation procedure to treat paroxysmal atrial fibrillation (a fib). It was reported that continuous air bubbles would be drawn in during aspiration of sheath. The sheath's valve was also observed to be leaking. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis as it has already been disposed by customer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.